Event description:
It was reported to philips that the device has a operational test failure. The field service engineer (fse) evaluated the device and found it failed the operational check at the therapy test. The device needs a therapy pca and or a high voltage capacitor. The customer installed a high voltage capacitor from their own part stock. It was determined that this was a malfunction of the high voltage capacitor. It was replaced and the device passed testing. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the device has a operational test failure. There was no patient involvement.